Manufacturer narrative:
Investigation pending.

Event description:
Caller provided following info. Father reporting incident but mother is primary caregiver. Father was only able to provide chronology of events. Patient is (B)(6) years old, has been on coumadin + plavix + baby aspirin since (B)(6) months of age post-first-heart-valve-replacement. Patient's therapeutic range 3.1-4.1. On (B)(6) 2013, patient complained of pain and swelling of knee and upper leg; presented to ER at (B)(6), was not admitted, no meds prescribed. On (B)(6) 2013, pediatrician requested inratio reading to be performed: mother performed test on daughter, rec'd 3.5. Pediatrician admitted the patient. Entire leg is swollen. Hospital lab draw = 12.0. Cardiologists had patient medivac'd to (B)(6)hospital. No add'l info rec'd.